Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional (hcp) via a manufacturer representative reported an issue with a consumer implanted with an implantable neurostimulator (ins). There was high impedance between 2<(>&<)>3, which was noted as 2186 ohms with the assumption that the ins could not be set beyond 10.5 v. The x-rays did not show any migration and/or breakages. The hcp was contemplating replacing the entire system. Additional information received indicated that impedances were also run between c<(>&<)>1 and c<(>&<)>2 and they were both at high level, around 2000 ohms. It was noted that a revision might be the best course of action if the consumer no longer had therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported no interrogation printouts or data was available. Troubleshooting was noted as impedance measurements, reprogramming, and x-rays. No actions or interventions have been taken or planned yet. The cause of the impedance issue had not been determined. It was noted that the consumer¿s symptoms came back.